Event description:
It was reported that log files were submitted due to concern for a thrombus. There was suspicion of a pump clot, and a clot was recently confirmed in the outflow graft via a computed tomography angiography (cta) scan on (B)(6) 2024. The log files were reviewed and showed no signs and symptoms of possible thrombus. The data that was reviewed did not contain attributes which would lead to suspect the presence of thrombus within the motor chamber. The log files did not rule a thrombus being present in the circulatory loop. The patient exhibited no symptoms and was not treated. The plan of care was to follow and monitor the thrombus.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient had a computed tomography angiography that confirmed a clot in the outflow graft; however, the reported outflow graft clot could not be confirmed through this evaluation as images were not submitted for review. It was further reported that the patient did not exhibit any symptoms. It was communicated that the patient is being followed and monitored. The submitted log file contained events from 16sep2024 through 27sep2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.